Event description:
It was reported by a physician at a hospital on (B)(6) 2012 that a patient's generator was "no longer functioning" as the patient was no longer feeling stimulation. Additional information was attained which revealed that the patient was admitted to the hospital on (B)(6) 2012 because he was continuing to have seizures daily. The physician at the hospital reportedly attributed the patient's increased seizure activity to a dead battery. The company representative unsuccessfully attempted to interrogate the patient's generator on (B)(6) 2012. The programming system worked on the demo generator without difficulty. The light on the wand would flicker as if it was detecting the generator, but it would not interrogate the generator. It was reported on (B)(6) 2012 that the patient was currently in rehabilitation. The patient's neurologist could not provide additional information, as they do not have a vns programming system to assess the generator. Attempts for additional information and attempts for generator product information have been unsuccessful to date. It is unclear if the patient's physicians attribute the failure to interrogate the generator to generator end of service. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
(B)(4).

Event description:
The reported failure to program due to low battery was confirmed in the product analysis lab and determined to be the result of normal battery depletion. Although the stimulation not perceived and increased seizures (which the physician attributed to the dead battery) is beyond the scope of product analysis activities and cannot be evaluated in the laboratory setting, the depleted battery condition may have been a contributing factor. The device performed according to functional specifications of the current automated post burn-in test. Analysis of the generator in the lab concluded that no abnormal performance or any other type of adverse condition was found.

Event description:
It was reported that hte patient had generator replacement on (B)(6) 2012 due to end of service. However, the device was able to be interrogated prior to replacement. The generator was received for product analysis on (B)(6) 2012, however the analysis has not been completed to date. The return product form also indicated the reason for replacement as battery depletion with eri=unknown and the failure to interrogate the device.